Manufacturer narrative:
Isi has received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure. The axis 3 motor was replaced to resolve the issue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci si system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted nephrectomy surgical procedure, the customer experienced a 23025 error on the right master tool manipulator (mtm). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The customer contacted intuitive surgical inc. (Isi) technical support for assistance, however, after several attempts to troubleshoot the customer was unable to recover the error. It was confirmed that the procedure was converted to an open procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the mtm to resolve the issue.